Event description:
It was reported that during system start-up on a da vinci 5, the customer experienced ergo errors at power up on one of the surgeon side consoles. Troubleshooting was performed, including power cycling and isolating the affected console, which allowed the procedure to proceed using a single console. The issue was identified prior to starting any procedure, and the customer was able to continue with their planned activities without interruption. The procedure was completed as planned with no report of patient injury or death. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to investigate the reported issue. The fse reproduced the reported issue and replaced the console horizontal motor assembly, programmed and calibrated the system, and verified it as ready for use. Isi did receive the component to perform failure analysis. The unit was analyzed and the complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 23062 had occurred. Installed horizontal motor module on an internal system and during calibration the horizontal motor failed for twang calibration. Unable to test horizontal motor any further due to calibration failure.

Manufacturer narrative:
The root cause is attributed to a calibration issue with the horizontal motor module. This issue may be resolved by fse service to replace the horizontal motor module.

Event description:
Refer to h11 for follow-up information.